Manufacturer narrative:
H10: for the reported malfunction, the lot number was provided and a lot history review was performed. The sample has been returned to the company for evaluation. After sample evaluation, the investigation was confirmed for material rupture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf75104, pta dilatation catheter, allegedly experienced a balloon rupture. This information was received from one source. One patient was involved with no reported patient injury. The patient is male, 77 years old, and 165 pounds.

Manufacturer narrative:
The sample has been returned to the company for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf75104, pta dilatation catheter, allegedly experienced a balloon rupture. This information was received from various sources. One patient was involved with no reported patient injury. The patient is male, (B)(6) years old, and (B)(6) pounds.